Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating the pin of the charging connector is broken. The device was not in use at the time of the event, no impact on the patient.